Event description:
The customer received questionable troponin I stat results for three patient samples. Of the data provided, only the erroneous result for one patient sample was reported outside the laboratory. The initial result was <0.3 ng/ml with a data flag (negative). This result was reported out. The patient was then tested on an istat analyzer and the result was positive. A different tube from the same draw as the original sample tube was then repeated on the same cobas e602 analyzer and the result was 0.57 ng/ml. The repeat result was believed to be correct. Information concerning if the patient was adversely affected was requested, but was not provided. The troponin I reagent lot number was 17182701 with an expiration date of 02/28/2014. The customer declined a service visit as the instrument had been functioning properly since the event.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation could not determine a specific root cause. Calibration and quality controls did not indicate an issue. Performance checks indicate the instrument was working within specification.